Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and premature rupture of membranes ('rupture of membranes with delay of delivery') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multiple caesarean sections and delayed delivery after artificial rupture of membranes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal and cesarean section). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device and premature rupture of membranes outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: a total of 3 coils were noted on left side. Exactly same procedure was performed on the right about 4 coils were noted on the right side lot number: 20210351 manufacturing date: 2009-09 expiration date: 2012-09. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The patient's medical history included multiparous, multiple caesarean sections and delayed delivery after artificial rupture of membranes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: a total of 3 coils were noted on left side. Exactly same procedure was performed on the right about 4 coils were noted on the right side. Lot number: 20210351 manufacturing date:2009-09 expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6)2019)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. The patient's medical history included multiparous, c-section and delayed delivery after artificial rupture of membranes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: a total of 3 coils were noted on left side. Exactly same procedure was performed on the right about 4 coils were noted on the right side most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Essure lot number, reporter, date of birth and medical history were added. Insertion and removal dates updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and premature rupture of membranes ('rupture of membranes with delay of delivery') in an adult female patient who had essure (batch no. 20210351) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multiple caesarean sections and delayed delivery after artificial rupture of membranes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal and cesarean section). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device and premature rupture of membranes outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: a total of 3 coils were noted on left side. Exactly same procedure was performed on the right about 4 coils were noted on the right side. Lot number: 20210351 manufacturing date:2009-09 expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: events added: pregnancy, rupture of membranes with delay of delivery. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.